Manufacturer narrative:
The pacemaker underwent a visual analysis upon receipt. The connection system of the pacemaker was closely inspected. The screws as well the spring elements of the lead connections were unproblematic. A lead that was inserted for test purposes could be contacted easily, consistently and at low ohm measurements. The bore dimensions were within the range requested by the is-1 standard specifications. Then the pacemaker underwent a status interrogation and the memory content was evaluated. The evaluation of the memory content showed that the device had been functioning correctly. The ability of the device to deliver therapies was verified. The anti-bradycardia output signal corresponded to the programmed parameters and signal detection was flawless. Regarding its device function, the pacemaker showed regular behavior, conforming to specifications. In addition, a long-term pacing test was performed. The pacing function did not exhibit any anomalities. The device could be used for therapy without restrictions. Summary the device is fully functional, and is regarding the connection and electronic system within specifications. The analysis did not reveal any deviations from the specifications that could have been in connection to the clinical observation. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that the pacemaker was explanted only a few days after the implantation because the auto-initialization was not successful. The exact implant/explant/event dates were not provided. If these dates or other information is provided later,this file will be updated. No deterioration of the patient's state of health was reported